Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measured approximately 1.91 mm x 3.56 mm. The electrical continuity was performed and passed. The inputs were manually articulated and passed. The housing was removed and found to be undamaged. Additionally, the instrument was found to have a detached fragment. The detached fragment was from the broken instrument tube adapter but not returned. The detached fragment measures approximately 1.91 mm x 3.56 mm. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during central processing, the monopolar curved scissors had a broken tip. There was no report of patient involvement.